Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The report from the doctor stated that there was a kind of wire sticking out or the material, and the device broke down. The device did not coagulated during the procedure. They performed the coagulation with a device from our competitors. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report d4: serial # d9: is this device available for evaluation? G6: follow-up #: 1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: adverse event problem additional information d4: primary unique device identifier (UDI) h4: device manufacture date evaluation summary the event that occurred is a malfunction of the forceps. Based on the doctor's report, something like a wire was protruding, or the material caused the device to malfunction. Since the device did not coagulate during the procedure, coagulation was performed using a competitor's device. Based on the report, it was determined that an unintended load was applied to the operating wire during the cup opening/closing operation, causing the end of the operating wire to detach from the link mechanism and the detached wire tip to eject from the sheath. The unintended load includes an operation that forcibly opens and closes the cup section, which has become stuck due to coagulated blood. When the cup section is stuck and the opening/closing operation is performed forcibly, the load acts on the tip of the operation wire (the part connected to the link mechanism for opening/closing the cup). If this event is detected during the pre-use inspection, the endoscope is not used for endoscopy. If the event occurs during use, the equipment concerned will be handled in accordance with IFU and does not affect patient safety. Based on the trend analysis, no unusual trends were observed, and it was determined that additional escalation is not necessary. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the processor was manufactured under normal conditions on 16-mar-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-apr-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.